Event description:
It was reported that there was resistance when attempting to remove the embold coil, which resulted in the coil deploying inadvertently and unintentionally embolizing the collateral vessel. An embold fibered 18x50 was selected for use during the endoleak procedure. The physician used two embold fibered 14x50 coils to fill the endoleak through a collateral vessel, and then proceeded to advance the embold 18x50 through a 130cm truselect microcatheter. The 18x50 was slightly too large, so the physician attempted to retract the coil and remove it from the patient. As the entire system was attempted to be removed, the coil met resistance and detached from the pusher wire, inadvertently deploying. The coil was halfway into the target location, but the remainder of the coil was in the collateral vessel. There was no possibility of snaring out the coil. As a result of the inadvertent deployment, the collateral vessel was unintentionally embolized. Multiple images were ordered to ensure that the collateral vessel was not needed to supply adequate blood flow to all neighboring organs. Imaging revealed the collateral vessel was not needed. The physician established that the coil had no potential of migration. After the delivery system was removed, the device was manipulated to ensure no other parts of the pusher wire or inner core wire had unintentionally deployed within the patient. There were no further reported consequences to the patient.